Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/apr/2012. Clarification to b3 date of event: the (B)(6) 2025 date that was previously submitted relates to the date rupture was found via MRI. It is unknown when the patient first experienced the "lump" that was reported in 2012. Additional, changed, and/or corrected data: a2, b3, g2, h11.

Event description:
Patient reported ¿a lump or thickening in or near the breast or in the underarm area¿. Healthcare professional reported "intracapsular rupture". This record is for the right side. Healthcare professional later reported "2 large extracapsular silicone granulomas in the superior breast on the right measuring 3.1 and 4.2 cm respectively". Device was explanted and replaced.

Event description:
Patient reported ¿a lump or thickening in or near the breast or in the underarm area¿. Healthcare professional reported "intracapsular rupture". This record is for the right side. Healthcare professional later reported "2 large extracapsular silicone granulomas in the superior breast on the right measuring 3.1 and 4.2 cm respectively". Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, and lump/nodule.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed. ¿ lump/nodule: unable to observe since it is a medical event and is not related to the device. ¿ granuloma: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, deformation and crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported ¿a lump or thickening in or near the breast or in the underarm area¿. Healthcare professional reported "intracapsular rupture". This record is for the right side. Healthcare professional later reported "2 large extracapsular silicone granulomas in the superior breast on the right measuring 3.1 and 4.2 cm respectively". Device was explanted and replaced.